Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder experienced a safety shield failure prior to use. The following information was provided by the initial reporter: safety shield is broken in half in the package.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for broken shield with the incident lot was not observed. Additionally, evaluation of the customer samples was performed and broken shield was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product h3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder experienced a safety shield failure prior to use. The following information was provided by the initial reporter: safety shield is broken in half in the package.